Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014.the lv (left ventricular) pacing lead was beyond the expected upper range and impedance trend on the lv (left ventricular) pacing lead was variable.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance levels and returned back down to baseline a few times starting approximately eight months ago. The patient is being monitored and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4).